Manufacturer narrative:
The previous admissions for the chronic driveline infection referenced in these sections were reported under medwatch MFR. Report #¿s 2916596-2017-00900 and 2916596-2018-00733. Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 3 years and 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018 the patient was admitted into the hospital for abdominal pain, and had significant chronic pseudomonas driveline infection. The abdominal pain was thought to be related to clostridium difficile (c. Diff). The patient underwent a driveline debridement, two antibiotic beads were removed and the driveline exit site as repositioned. The patient was administered IV cefepime. The patient was discharged on (B)(6) 2018.

Manufacturer narrative:
A specific cause for the patient's infection could not be conclusively determined. Review of the system controller log file provided confirmed the reported elevations in power and flow; however, a specific cause could not be conclusively determined through this evaluation. Hemolysis and infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.